Event description:
It was reported that the patient developed a thrombus. During device change out for normal eri, the lead was electively explanted. During explant, the thrombus embolized to the left pulmonary artery. The thrombus was successfully retrieved. Patient recovered from the surgery and was doing well.